Manufacturer narrative:
Additional information: d10, h3 plant investigation: a product history review was performed. A review of the complaint management system identified 5 additional complaint related to conductivity issues with the reported lot. A review of the product inventory records for lot no: 20lxac043 indicated that 2245 cases of finished product were manufactured for distribution with no noted non-conformances. After reviewing the finished product release summary, it was determined that 20lxac043 met release specifications. As of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. A sample retain of the reported lot was tested and found to be within specifications. Through other complaint allegations of the same issue for lots: 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot: 20lxac043 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac043 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
Corrected information: h6- removed conclusion code c91868.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic program manager reported to fresenius customer service that the conductivity of the naturalyte will not come up to the appropriate level. It was not specified if this issue occurred during treatment or during setup. There was no patient harm or adverse event reported. Upon follow up, the charge registered nurse (crn) confirmed the reported event. She clarified that the low conductivity issue occurred during testing and prior to treatment. There was no patient involvement. She indicated that customer service was not contacted to issue a replacement/return. They had approximately 10 jugs of the affected batch remaining. She indicated that they sequestered the batch initially and only started using it again after they received a policy/procedure in which the doctor has increased the prescribed sodium dialysate from 135 to 140 so as to make up for the deviation. She indicated that they have not received any conductivity alarms since utilizing the batch for treatment under the new procedure. There were no adverse events, serious injuries, nor medical interventions as a result of utilizing the reported batch. The clinic is using bibag bicarb for treatments. A sample was available to returned. Explained the sample return process to the crn.